Event description:
The customer stated that the l3 flag of the white blood cell (wbc) differential count was demonstrated appropriately on the cell-dyn emerald analyzer. However, the analyzer did not demonstrate the l1 flag of the wbc differential. The patient samples were processed as a correlation study and there was no impact to patient management reported.

Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted and completed in order to resolve this issue. C2 diagnostics ,the original equipment manufacturer (OEM) of the cell-dyn emerald confirmed that the l1 wbc parameter flag was programmed incorrectly in the cell-dyn emerald system software. The incorrectly programmed parameter prevented the l1 wbc flag from being generated because it was set at 5% / 9999. The correct parameter setting should have been 15% / 0500 to appropriately generate the l1 wbc flag. The root cause of this issue was verified to be human error related, where the OEM and abbott hematology did not implement the correct wbc parameter flag as suggested per the wbc flag clinical test report. A new software version was released to correct the issue. A product correction letter (B)(4) was issued along with a usb flash drive containing the new software version and distributed to all impacted customers with installation instructions. Technical service bulletin (tsb) was issued and completed to address all instruments within abbott control along with modification of the risk analysis on the cell-dyn emerald 18. C2 diagnostics will establish the list of the settings following the clinical tests. It will also check if the settings are aligned with the list of settings for each new test version. Display settings of the alarms will be added as a preventive action if the numbers indicated are equivalent to (and) or (or). Creation of a new procedure of test which will include the trigger level of the settings will also be implemented as a preventive action.